Event description:
As reported, patient presented with instability and a poly exchange was performed where the surgeon went to a thicker insert. The tibia and femur were well fixed. Images were received. No additional information available.

Manufacturer narrative:
Concomitant medical products: logic femoral ps cem left sz 4 (cat# 02-010-01-0240 / serial# (B)(4)); lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4)); three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)); collar fixation pin 2pk 40mm, quick release (cat# 201-78-82 / serial# (B)(4)); 3" drill bit, mod. Hex 2 pack (cat# 201-78-89 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.